Event description:
The situation involves a mercury leakage from a sphygmomanometer in an occupied pt's room; measures taken include evacuation of room and contacting appropriate environmental protection services.